Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5160405, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5173114, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 24068771, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site and the placement of the implantable pulse generator (ipg) would rub up against things including clothes. The patient underwent a spinal cord stimulator (scs) system explant procedure and had fully recovered. The explanted device components were discarded.